Manufacturer narrative:
B5 corrected. D3 (email address) corrected. F14 (email address) corrected. G1-2 (first name, last name, email address, phone number) corrected.

Event description:
Reportedly, after interrogation of the subject pacemaker, not all data in the device memory were found.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, after interrogation of a the subject pacemaker, not all data in the device memory were found.